Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the clinicians in micu have had an ongoing issue with this catheter. After it is in place for approximately 24 hours they are finding the dressing is saturated. When the dressing is removed they notice the catheter is cracked where it meets the hub. In some cases they are replacing the catheter and in other cases they are discontinuing the catheter depending on the patient's course of treatment. For this patient there was excessive bleeding that occurred. As a result, a unit of blood was given to the patient in the morning. The patient outcome was good. There was no patient death reported.